Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what does the surgeon believe was the cause of death? Laparoscopic cholecystectomy with biliary peritonitis.. Is an autopsy available? No autopsy available. Does the surgeon believe the death was related to a deficiency of the ligamax device? The surgeon believes that the death is directly related to the bilistasis. Indeed, during the reoperation he found a biliary peritonitis with a whistle section of the cystic. After seeing a video on (B)(6) about this device, he performed an iterative clips placement on red and yellow ethiloop. He noticed an important frequency of section of the ethiloop even if the jaws weren't strongly tightened. In this particular case, it was not a complete section but an incomplete section resulting in a small leak but sufficient to cause peritonitis. The patient was not ambulatory treated given her age and was released the next morning. The patient was seen by the surgeon partner who did not find any clinical anomalies. What was the approximate size of cystic duct? Less than 2 mm. No inflammatory character during procedure. No per-op cholangiography because an endoscopic retrograde cholangiopancreatography and a sphincterotomy for choledocholithiasis have been performed 2 months ago. How many clips were placed on patient side? 2 . Where was the cut end of the duct in reference to the most distal clip? In contact with the nearest choledoc duct clip. Does the surgeon load and inspect each clip off the structure prior to placing on the structure and firing? No, he never does that. Are there surgical photos available? If yes, please sent to (B)(6). No photos available .how was the leak identified? At post-op. The patient went to emergency department in late afternoon - peritoneal abdomen with severe sepsis and severe dehydration - not scheduled reoperation two hours later how was the leak addressed? With a trans-cystic drain with a subhepatic drain. Would the surgeon be willing to speak with ethicon engineering and medical personnel? Not necessarily. It was decided to use the devices usually used before this event, which appear less aggressive and traumatic.

Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
A cholecystectomy was performed on (B)(6) 2017, 2 clips were placed on the cystic duct. The patient was reoperated on (B)(6) 2017 for a biliary peritonitis, a partial section of the cystic duct beside the 2 clips with a biliary leak was noted. The patient was transferred to another unit and died on (B)(6) 2017.